Event description:
Pt being externally paced for approx 3 to 4 hours with (one step CPR complete), after the pt arrived in the ICU the pads were removed and a burn mark was visualized mid sternum. There was a previous event with the same results back on (B)(6) 2013. No FDA report filed. This is the first report generated. The motor was examined by zoll to have no defects or malfunctions identified. The original pacer pads from the first burn were lost in the mail. Attached is the f/u letters from zoll regarding the original pacer pad burn investigation.